Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the inner insulation of the lead was extrinsically breached due to a tear. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the physician commented no doubt that the implant procedure was prolonged due the tip of the lead was difficult to extend and retract. The rv lead impedance was low and also exhibited below nominal impedance measurement. Upon connecting the rv lead to the device, impedance was low. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.